Event description:
The following was reported to hamilton medical ag: biomed states that during ventilation, hospital staff noticed that the device switched modes and peep levels on it's own. They did not mention what mode it switched from and to, only that it switched modes. That's all the information that was given, this did happen awhile back. They removed patient from device and placed on another. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).